Event description:
It was reported that the pacemaker saw some far-field r-wave oversensing. The health care professional (hcp) contacted technical services (ts) to discuss the reports because they were failing to send, and so ts reviewed the reports with the hcp. The pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6, device codes. Removed a13: communication or transmission problem.

Event description:
It was reported that the pacemaker saw some far-field r-wave oversensing. The health care professional (hcp) contacted technical services (ts) to discuss the reports because they were failing to send, and so ts reviewed the reports with the hcp. The pacemaker system remains in service. No adverse patient effects were reported.